Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of hardened and inflamed hyaluronic acid mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation and inflammation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
A clinic reported hearing of a patient from another clinic that was injected with an unspecified juvéderm¿ product of the vycross variety. The patient had a suspected tumor surgically removed from the corner of the eye. Pathology of the mass determined it was "not a tumour, but rather an unknown substance." Further investigation found that it was a mass of "hardened and inflamed hyaluronic acid."